Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. The investigation determined that the reported difficulties were due case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional armada device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a heavily calcified left femoral artery. The two 6.0x80mm armada 35 balloon dilatation catheters (bdc) were advanced and they both ruptured at 10 atmospheres. There was resistance with the 5-french introducer sheath during removal of the bdc's. A non-abbott stent was deployed over the arterial hole to dilate and remove the balloons to successfully complete the procedure. A proglide device was used for closure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.